Event description:
Arterial pump head working correctly and pre bypass checklist completed. Pre bypass circulation of pump stopped in order to divide a-v loop. Pt cannulated. Attempted to test forward flow. Forward flow not achieved despite increasing rpms. Remote head not functioning. Exsanguinated apx 100 cc of pt's blood volume - system changed out. Device not returned to manufacturer - device past end of life by 11 months - device removed from service and returned to biomed dept.